Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).

Event description:
It was reported the programmer will not turn on. The screen will not even backlight and no activity occurs when switching on the power to the programmer. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
Product event summary: analysis found the programmer would not power on with the rf (radio frequency) head plugged in. The programmer turns on with a known good head.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.